Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had infusion set leaks. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the leak is at the needle of the site. The customer was advised to return infusions set and replacing infusion sets. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was at the time of incident was 40 mg/dl. The customer was treated with apple juice. The customer was advised to follow up with heath care provider and monitor blood glucose. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 200 mg/dl. The customer was advised with pump corrections. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test.